Event description:
It was reported that a malfunction alarm occurred. Customer experience an elevated blood glucose (bg) level the required medical assistance, with small ketones. Bg value was unknown at time of the event due to customer sleeping. Customer went to the emergency room (ER) and was admitted into the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and was released on (B)(6) 2026 with the issue resolved and no permanent damage. Reportedly, tandem technical support (cts) provided pump reset instructions to customer to resolve issue.